Manufacturer narrative:
Article citation: ronald l fellman, davinder s grover, oluwatosin u smith, and helen l kornmann. ¿rescue of failed xen-45 gel implant by nd: yag shock wave to anterior chamber tip to dislodge hidden intraluminal occlusion.¿ journal of glaucoma, vol. 7. 2021 jul 1. Doi: 10.1097/ijg.0000000000001847. The reporter has declined to provide allergan further information regarding event, product, and patient details.

Event description:
Noted in the article "rescue of failed xen 45 gel implant by nd:yag shock wave to anterior chamber tip to dislodge hidden intraluminal occlusion¿ from journal of glaucoma; patient underwent a successful second ab-interno xen®45 gts implantation in the left eye and three years later experienced a three-day history of blurred vision and increased iop of 48 mmhg with reduced bleb size. Patient underwent laser treatment and events resolved with final iop of 12 mmhg.

Manufacturer narrative:
Article citation: ronald l fellman, davinder s grover, oluwatosin u smith, and helen l kornmann. ¿rescue of failed xen-45 gel implant by nd: yag shock wave to anterior chamber tip to dislodge hidden intraluminal occlusion.¿ journal of glaucoma. 2021 apr 6. Doi: 10.1097/ijg.0000000000001847. Ethnicity : indian. The event of "high intraocular pressure" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. No reporter contact information provided, further information regarding the event, product, and patient is not available.

Event description:
Noted in the article "rescue of failed xen-45 gel implant by nd:yag shock wave to anterior chamber tip to dislodge hidden intraluminal occlusion¿ from journal of glaucoma; patient underwent a successful second ab-interno xen®45 gts implantation in the left eye and three years later experienced a three-day history of blurred vision and increased iop of 48 mmhg with reduced bleb size. Patient underwent laser treatment and events resolved with final iop of 12 mmhg.